Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient saw his healthcare professional and had x-rays after meeting with a manufacturer representative for a device check and was told that the lead had broken so besides an ins replacement, the lead was also replaced. No further patient complications are anticipated or expected as a result of this event.

Event description:
Additional information was received. The patient reported that a couple of years ago, in 2018, when the battery was getting low they were getting some jolts. They reported that they had the battery replaced and then they were having all kinds of problems. A technician came and found something wrong when they used their meter. They were going to go in and replace the lead and battery, when they were taking the lead out they couldn't get it out and it broke, so they had all the leads in their butt at the time of the report. No troubleshooting was done as the system had already been replaced. They wanted a technician to come and check their current system. A courtesy email was sent to the field.

Manufacturer narrative:
Section d11 information references the main component of the system and other applicable components are:product ID: 3889-28, serial# (B)(6), implanted: (B)(6) 2004, explanted: (B)(6) 2020, product type: lead. D11: corrected to report implantable neurostimulator as main component and system report the lead. Lead serial updated from extension to affected lead. H1: type of reportable event corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.